Event description:
It has been reported to philips that an error is being prompted where the number of screens must match the number of monitors. This mismatch may prevent the monitors from displaying images. No harm has been reported to philips. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue occurred. It was reported that the automatic remote alert generated by the system indicating that there was a flexvision sense error where the number of screens must match the number of monitors; there was no image on the exam room monitors. Review of the system log file did not show any related errors. The philips remote service engineer (rse) checked the system remotely and found that there was no issue with the system. The philips engineer has monitored the system for an extensive amount of time and confirmed that the issue has not occurred, and the onsite service was cancelled. The system was in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.